Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to malfunction the customer exposed the pump to water, humidity and an airport scanner. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." Per tandem¿s t:slim x2 with control-iq user guide: "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%" per tandem¿s t:slim x2 with control-iq user guide: ¿do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.¿